Manufacturer narrative:
Additional information - b2, b5. MFR # for driveline debridement and bacteremia: (B)(4).

Event description:
It was reported the patient was recently discharged on (B)(6) 2019 after being admitted for intracranial hemorrhage, trach placement, peg tube placement and staph bacteremia. Palliative care was consulted during previous hospital stay to discuss withdrawing support but was not pursued at the time. Clinic was notified on (B)(6) 2019 that the patient was on hospice and continuing on only comfort measures. All medications and hemodialysis were stopped and no changes to lvad were made. The patient expired on (B)(6) 2019. Patient has history of cardiomems, driveline debridement, gout, cad, previous bacteremia (staph epi), and esrd on hemodialysis. Not transplant candidate secondary to esrd. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was brought in on (B)(6) 2019 due to initial complaints of chest pain and not feeling well. Upon arrival, the patient was found to exhibit right-sided hemiparesis with complaints of a new headache. The patient was admitted on (B)(6) 2019 for a brain bleed and was intubated the same day. A head CT demonstrated the development of a moderate sized parenchymal hematoma, measuring no less than 3.5 cm transverse x 6.7 cm in the left parietal lobe with surrounding perilesional edema and associated minimal subdural blood and subarachnoid hemorrhage. The patient was admitted to cvicu for evaluation and care. Their inr was found to be 1.0 on (B)(6) 2019 and ffp and vitamin k were given. The patient¿s mental and respiratory status worsened and the patient was intubated for respiratory failure. On (B)(6) 2019, IV decadron and keppra were started and a CT of the head showed worsening and continued increase in size of a large parenchymal hematoma in the left parietal lobe with increasing subfalcine herniation and early descending herniation, development of trapped temporal horn on the left lateral ventricle, intraventricular extension of hemorrhage, and re-demonstration of subarachnoid hemorrhage. On (B)(6) 2019, a small bore feeding tube was placed for nutrition. On (B)(6) 2019, a repeat CT of the head showed increasing subfalcine midline shift from approximately 7 mm to 12 mm. A trach tube was placed on (B)(6) 2019 and a g-tube on (B)(6) 2019. On (B)(6) 2019, a CT of the head showed worsening edema. Hypertonic saline was restarted. On (B)(6) 2019, the patient was placed back on a ventilator secondary to tachypnea and labored breathing. On (B)(6) 2019, a CT of the head showed grossly unchanged large parenchymal hematoma in the left parietal lobe with surrounding perilesional edema and intraventricular extension of hemorrhage along with unchanged mild hydrocephalus. On (B)(6) 2019, the patient was placed on a t-piece for trail. As of (B)(6) 2019, the patient was currently inpatient awaiting insurance approval for a long term acute care hospital (ltach). The account reported that they would not be providing any additional information and that no follow up questions would be answered. The patient remains ongoing on vad support. Bleeding, respiratory failure, other neurological event, and stroke are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for brain bleed. Patient was intubated the same day. CT head revealed a large left parietal hemorrhage with mild edema. Trach placed on (B)(6) 2019. Gastrostomy tube placed (B)(6) 2019. CT head on (B)(6) 2019 showed worsening edema. (B)(6) 2019 patient was placed back on the ventilator. On (B)(6) 2019 patient was tried on a t-piece. (B)(6) 2019 the conversations continued with ltach regarding discharge, possibly (B)(6) 2019. The patient was brought in via ems for initial complaints of chest pain and not feeling well on (B)(6) 2019. On arrival, they were found to exhibit right-sided hemiparesis with complaints of new headache. CT of head from (B)(6) 2019 demonstrated 3.5x6.7 left parietal hemorrhage. The patient is admitted to cvicu for evaluation and care. Inr was found to be 1.0 on (B)(6) 2019, ffp and vitamin k were given. Patient's mental and respiratory status worsened and they were intubated for respiratory failure. On (B)(6) 2019, IV decadron and keppra were started, CT of head from (B)(6) 2019 showed worsening parenchymal hematoma in the left parietal lobe with increasing subfalcine herniation and early descending herniation, development of trapped temporal horn of the left lateral ventricle, and intraventricular extension of hemorrhage. (B)(6) 2019, small bore feeding tube placed for nutrition. 01nov2019: repeat head CT: increasing subfalcine midline shift from approximately 7 mm to 12 mm. (B)(6) 2019: trach placed in or. (B)(6) 2019: g-tube placed in ir. 08nov2019: CT of head shows worsening edema. Hypertonic saline restarted. (B)(6) 2019: placed back on ventilator second to tachypnea and labored breathing. (B)(6) 2019: placed back on t-piece for trial. Patient is currently inpatient awaiting insurance approval for ltach. CT brain attack head (B)(6) 2019: development of a moderate sized parenchymal hematoma, measuring no less 3.5 cm transverse x 6.7 cm, in the left parietal lobe with surrounding perilesional edema and associated minimal subdural blood and subarachnoid hemorrhage. (B)(6) 2019 inr 1.9. CT head (B)(6) 2019: continued increase in size of a large parenchymal hematoma in the left parietal lobe with increasing subfalcine herniation and early descending herniation. Development of trapped temporal horn of the left lateral ventricle. Intraventricular extension of hemorrhage. Re-demonstration of subarachnoid hemorrhage. CT head (B)(6) 2019: increasing subfalcine midline shift from approximately 7 mm to 12 mm. CT head (B)(6) 2019: evolving subacute large parenchymal hematoma with no new findings. CT head (B)(6) 2019: grossly unchanged large parenchymal hematoma in the left parietal lobe with surrounding perilesional edema and intraventricular extension of hemorrhage. Unchanged mild hydrocephalus. No known allergies. Past medical history: heartmate 3 patient implanted (B)(6) 2017, end stage renal disease on hemodialysis, hypertension, cataracts, myocardial infarction, pulmonary hypertension, gout, coronary artery disease, not a transplant candidate second to end stage renal disease. Account will not be providing additional information. No follow up questions will be answered. No further or additional information was provided.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2019, for a brain bleed and was intubated for respiratory failure. A computed tomography (CT) scan revealed a large left parietal hemorrhage with mild edema. A tracheotomy was performed on (B)(6) 2019, and a gastrostomy tube placed (B)(6) 2019. The patient was given medications, and multiple additional CT scans were performed that did not show improvement. On (B)(6) 2019, the conversations continued with a long term acute care hospital (ltach) regarding discharge. It was later reported that the patient was discharged on (B)(6) 2019, and the clinic was notified on (B)(6) 2019, that the patient was on hospice and continuing on only comfort measures. All medications and hemodialysis were stopped and no changes to the left ventricular assist device (lvad) were made. On (B)(6) 2019, the ventricular assist device (vad) coordinator was notified that the patient had expired. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Bleeding, respiratory failure, and stroke are listed in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of heartmate 3 lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.